Event description:
It was reported that during a follow up the physician noticed several vf episodes that he considered no real vf but svt, and the shocks were inappropriate. The device was reprogrammed. It was also rioted that during second follow up the physician noticed on vf episode and one "interference deactivations" episode with a small noise on both channels. The physician noticed it was not real vf but svt, and the shock was inappropriate. Lead provocative testing and pocket manipulation did not reproduce the noise. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.